Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the camera showed orange led. Bumped status. The camera was replaced. The system then passed the system checkout was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the instruments were not seen from the camera. New camera was ordered. There was no patient present when this issue was identified.

Manufacturer narrative:
A hardware analysis of 9735821 was initiated to determine the probable cause of the issue. Analysis found that the camera or scu was damaged. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.